Manufacturer narrative:
The device was received with buttons #1 and #2 fully depressed. Button #3 was not retracted. Visual inspection of the returned device showed that the tamp tube was pulled out of its manufactured position and hanging loose at the handle's distal end. Subsequently, the black handle was disassembled and the tamp tube was removed from the device, the balloon was observed with the distal tip severely inverted and the core wire slightly curled. The sealant was not returned with the device. The condition of the returned device indicates that excessive force was applied during the removal of the device which may have caused the tamp tube being pulled out of its manufactured position. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection under high magnification showed that the source of the leak was a micro tear in the balloon, approximately 4 mm from the balloon proximal neck. Button #3 and the sled assembly were inspected for anomalies that may have contributed to the device jam. No anomalies were observed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. It was reported that the device jammed on step 2. It should be noted that there are 3 important steps that need to be followed during step 2 for deploying the sealant, per the mynx ace instructions for use (IFU): 1- press and release button #1, 2- pull back on the device handle until button #1 is no longer visible, 3- maintain light tension and depress button #2. If button #1 is pressed down and the device handle is not pull back until button #1 is no longer visible, this could prevent button #2 from being pressed down which may contribute to a device jam. Based on the limited information provided, the condition of the returned device and the investigation performed, the root cause of the reported device deployment jam and the micro tear in the balloon could not be conclusively determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the mynx ace vascular closure device jammed during step 2 (deploy sealant). It was unknown if there were any kinks in the sheath or device after removal. Manual compression was held for an unknown duration to achieve hemostasis. The patient was not hospitalized and/or hospitalization was not extended as a result of this issue. Additional information was requested, but is not available at this time.